Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "partial contraction of the fibrous capsule". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "the device related to the reported event of capsular contracture was received on april 22, 2021, with lot number: 1525622. Analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, wear abrasion and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior broken device assessed as an unidentified (tear) opening." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "in both axillae isolated centimetric lymph nodes with discrete cortical hypertrophy with indications of adenopathic infiltration by silicone."